Event description:
The customer reported that while the intra-aortic balloon (iab) was in use on a pt, a sucking noise was heard from the bed and the iab was found to be ruptured with blood backing up into the tubing. Therapy was discontinued and the iab was pulled. The pt immediately started decompressing and a code was called. During that time, the perfusionist came in and reported difficulty with the balloon in the operating room. The plan was to emergently take the pt back into the operating room but the pt was coding and was unable to return there. Based on the pt experiencing a rapid drop in hemoglobin / hemocrit, the customer was contemplating the possibility of a retro bleed or aortic dissection / rupture. The pt coded from 0130 to 0300 on (B)(6) 2011, and expired later that day at 1500.

Manufacturer narrative:
The mega 8fr 50cc catheter was received at the factory on (B)(6) 2012. After being decontaminated, the product was evaluated. During the eval, an underwater leak test was performed and one leak of 0.038 cm was found on the membrane approx 1.5cm from the rear seal. Further inspection revealed a whitish patch surrounding the leak site. This whitish patch exhibited the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The instructions for use specify that aortic calcification is contraindicated for iab therapy. Thus, an abrasion leak is not an unexpected outcome of iab therapy when utilizing for a pt with calcification of the aorta.